Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient was using the pump for basal insulin delivery only and was administering insulin boluses via injections. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels. The patient was using the pump for basal insulin delivery only and was administering insulin via injections.